Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-16. It was reported that the cause of the patient feeling different stimulation after switching back to ld settings was not determined. Another manufacturer representative (rep) met with the patient an checked her programming but it was unknown if the issue was resolved. There were no further complications reported or anticipated.

Event description:
(B)(6) 2019 seibel (B)(6) (con): additional information was received from the patient on (B)(6), 2019. It was reported that the patient was unable to get back to their original settings since having it adjusted. They were having a hard time with the device. It was noted that the patient didn't want to talk to anyone since they couldn't do anything about it anyway. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome - other. It was reported that on (B)(6) 2019 the rep reprogrammed the patient with an hd group because the patient wanted to try it. The rep said that group a was not being used by the patient and the patient was using groups b and d. The patient didn't like the hd settings and asked the rep to turn it off. The patient said that she was feeling a sensation after the hd was turned off. The patient went home with her normal ld settings on group b and d. On (B)(6) 2019, the patient called the rep and was distressed that the stimulation now felt different. The patient thought the rep "broke" the device with the hd programming. The rep met with the patient on (B)(6) 2019 to check programming but everything was the same. The rep did reprogram group a. The patient is not happy with the programming and she wants it to feel the same as it was before. No further complications were reported.